Event description:
It was reported that the pump battery would not charge even though caller used tandem charging cable and third-party wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer eventually tried a different charging cable, after which pump began charging.